Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin irritation ("mild irritation") and loss of libido ("no desire"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, skin irritation and loss of libido outcome was unknown. The reporter considered loss of libido, pelvic pain and skin irritation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: skin irritation, pain nos and lack of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event pelvic pain tick as serious incident event. Case become incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.